Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. Visual inspection found white residue present on the cassette body and within the tubing. Functional and visual tests were performed and the reported issue was confirmed. Based on the results, findings were inconclusive attributing to a specific compound. The closest match of 79.2% match to melamine. The closest match for the external lab was 43.1% match to poly(n-methyl acrylamide). The cause of the reported issue is currently being investigated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there were white crystals between the cassette and the pump. During physical inspection, it was found that there was white residue present on the cassette body and within the tubing. There was patient involvement, no patient injury was reported.